Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance priming and rewinding insulin pump. Customer reported of programming a bolus delivery, but insulin pump did not recommend an amount of insulin. Customer was advised that it was due to the amount of active insulin. Customer also reported of receiving a no delivery alarm, but insulin pump began to deliver without set change. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. During troubleshooting, it was found that customer only changed infusion set when reservoir was empty which was around five days sometimes more. Customer was advised that infusion set needed to be changed every three days. Customer normally called in when infusion set needed to be changed. Customer received assistance and stated that there was no issue with insulin pump.